Event description:
Three days following a coronary drug eluting stenting treatment procedure, the patient died. The physician implanted a taxus express2 drug eluting stent in a 99% stenotic left main/ostial lad lesion. There was nothing unusual about the procedure. The stent was easily deployed and the procedure was considered successful. The patient did well, without specific complaints until 3 days later when they developed an abrupt onset of irritablity, loss of cooperation and suddenly collapsed. EKG did not reveal s-t segment changes or q waves. They died approximately 25 minutes after the onset of symptoms. The physician has indicated that he is uncertain of the cause of death, or if there is a relationship of the event to the taxus stent. He considered this a "delicate" interventional procedure due to the 99% left main coronary artery involvement. He indicated that a possible cause of death is a massive cerebral hemorrhage leading to a stroke and subsequent death. An autopsy will not be perfomed.